Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to hospital complaining of chest pain after their dog jumped on the implantable pulse generator (ipg) site. It was noted that the ipg cardiac compass had invalid data. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The ipg and ra lead remains in use. No further patient complications have been reported as a result of this event.